Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the hematoma and surgical intervention. It was reported that on (B)(6) 2017, two clips were implanted in a patient with mixed mitral regurgitation (mr), reducing the mr from 4 to <1, without a reported device malfunction. Post procedure, a hematoma was noted at the venous access site. The reason for the hematoma was unclear; however, it was the physician's opinion that the steerable guide catheter (sgc) may have contributed. An endovascular prosthesis was implanted surgically. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of hematoma, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of a hematoma at the venous access site likely appears to be related to procedural conditions, as the steerable guide catheter (sgc) is inserted into the patient anatomy through a groin access site incision nd there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.